Event description:
It was reported externalized conductors were observed through fluoroscopy. The lead remains implanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The supplement report was initially submitted as MFR report number 2938836-2016-09871. The initial report was not reported using the electronic format in 2014. After the 2015 FDA mandated electronic format, the supplement report was submitted without tying the two MFR numbers together. Per request received from the FDA on 12/24/2019, a updated supplemental report was requested to be filed using the 2014 MFR. Report number.

Event description:
New information received notes the lead was explanted.